Event description:
It was reported that the device experienced a power on reset (por) two years prior, but was never seen as the patient had been lost to follow up. The reset was cleared, and the device displayed elective replacement indicators (eri). The device will be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.